Event description:
The customer reported an audio alarm failure with the system. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection found the audio speaker was defective. Results of functional testing indicate the speaker assembly needed replacement. Part number 453564208091 was replaced, and the device functioned as designed. Based on the information available and the testing conducted, the cause of the reported problem was defective speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.